Manufacturer narrative:
A specific root cause could not be determined. It is probable that there is an interfering substance in the sample. This substance could not be identified with available test methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received two questionable benzodiazepines results on their integra 800 analyzer. Patient one received a false positive result for benzodiazepine. Patient two received a false positive result for benzodiazepine the customer confirmed both false positive results using other immunochemical test methods like eia. The samples were further tested by gc/ms in (B)(6) and were found to be negative. It is unknown at this time if the patients were adversely affected by this event. The benzodiazepine reagent lot number was 156314 and the expiration date was (B)(6) 2011. The initial investigation shows there is potentially an unknown interfering substance present in the samples. Clozapine and nevirapine, which were detected on the gc/ms drug screening, show no cross- reactivity with the benzodiazepine assay. Further investigation is ongoing.